Manufacturer narrative:
(B)(4).

Event description:
Pt mom reporting signal loss on smart device.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: remove -- pt reported signal loss - iphone. Subsequent to the initial MDR, additional information is available. Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined. No additional event or patient information is available.